Event description:
Customer reported air leaking from the rbc (red blood cell) diluent dispenser when using the coulter lh 750 hematology analyzer. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the instrument. There was no report of erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the instrument and discovered that the rbc (red blood cell) diluent dispenser was prematurely defective, allowing the air to leak. The fse replaced the rbc diluent dispenser, resolving the issue. (B)(4).